Manufacturer narrative:
Submit date: 12/16/2015 see correction in section ; lot originally reported as 518314x and corrected to lot # 518313x. The device history record (DHR) for lot 518313x indicates that there were no issues detected with the samples inspected. There were no samples submitted with this complaint; therefore, the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause could be that a certain type of bacteria was introduced during the procedure. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Because no sample was returned and there was no confirmation of the issue, neither corrective action nor preventive action will be taken at this time. This information will be utilized for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/12/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer reports that the health care worker received a flu shot, using this product, and contracted cellulitis. The customer reports that the health care worker was prescribed antibiotics as a result; however, the reporting person states that the information about the specific antibiotics given is not available.